Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room with syncope. A field representative interrogated the device and found that device function was normal. This device remains in service. No additional adverse patient effects were reported.